Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image is displayed" was not reproduced and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no image-related issues noted during the evaluation. However, the coupler was found corroded. The cable had been cut, and a leak was noted from the focus switch. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while performing maintenance on his olympus hd autoclavable camera head, it was discovered that the unit was not producing an image. According to the initial reporter, the color bars were present, but no actual image. There was no patient involvement during this event.